Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that when opening the box of the 3.50x38mm rx xience pro stent delivery system, inside the box was a different device, a 4.0x33mm rx xience pro. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device was inadvertently placed in the wrong chipboard box from another procedure not used. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model, catalog number unk rx xience pro to 1508350-38 d4: lot number updated from unknown to 4121841. D9: device available for evaluation updated from yes to no.